Manufacturer narrative:
The insulin pump powered up properly and no blank display noted and was received with normal operating currents. No damage found on the liquid crystal display isolation tape noted. The insulin pump alarmed motor error during occlusion test due to faulty force sensor relay. The motor was tested outside of the device and passed. The pump was received with cracked reservoir tube lip, cracked battery tube threads, cracked case at the display window corner, minor scratched liquid crystal display window, scratched reservoir tube window, cracked belt clip slot and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump was alarming motor error and the display is blank during bolus. During troubleshooting, customer stated that they do not use the sensor feature and was able to rewind the insulin pump. Customer stated they do not recall any significant events that lead to the alarm or if the device was dropped. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 136 mg/dl at time of reporting. Nothing further reported.